Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, when exercising catheter guide wire became stuck somewhere in the tip. Catheter could still deploy/undeploy but wire would not budge either forward or backward. Troubleshooting was attempted, tried to push/pull and flushed; however, the issue was not resolved. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.